Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 127mg/dl, 321mg/dl. Tests were done <10 minutes apart with a difference of 77%. Patient did not experience any adverse events. No further information has been reported. Note-in the potential medical the results are 127mg/dl, 327mg/dl.